Manufacturer narrative:
Concomitant medical products: addr01 ipg; implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out. It was also reported that the right atrial (ra) lead exhibited loss of capture. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out. It was also reported that the right ventricular (rv) lead lead exhibited loss of capture. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.